Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the proximal femoral nail antirotation(pfna) blade failed to lock inter-operatively the blade was removed and another blade was used with no further reported issues. The event was reported to have resulted in a 10 min delay, no patient harm. The patient is known to have abnormally dense bone. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). A manufacturing evaluation was completed: the device history record of the present proximal femoral nail anitrotation blade was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. This lot was manufactured in march 2013. A function test was performed and the device was full functional. It is clearly visible though that the inner hex is slightly damaged. Based on these findings it is likely that the cause of failure is not due to any manufacturing non-conformances. It is likely that either the blade was not correctly connected the instrument, possibly by a damage at the instrument or that the locking technique was not carried out correctly, par example screwing in the wrong direction as the blade is left-hand threaded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.